Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included douglas' pouch effusion (drainage of cul-de-sac fluid on (B)(6) 2014) and pelvic adhesions. In (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain:pelvic pain") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (dilation and curettage, hysteroscopy). At the time of the report, the menorrhagia, pelvic pain and vaginal haemorrhage outcome was unknown. The reporter considered menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per pfs , previously reported date of insertion was (B)(6) 2013, now incurrent pfs, date of insertion was reported: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2017: x-ray did not show iud but showed bilateral essure devices. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2019: pfs & mr received. Case becomes valid. Injury nos replaced with new events. Reporter's information was added. Added event abnormal bleeding (vagina, menorrhagia), pelvic pain. Event onset date was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.